Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor's device exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Boston scientific technical services (ts) explained possible causes. It was further discussed that the yearly trend showed stable in-range measurements around 60-90 ohms. At this time, the patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.